Event description:
Caller reported alarm 26 and indicated that the occlusion issue caused the customer's blood glucose level to reach 502 mg/dl, elevated blood glucose was addressed with a manual dose injection. The customer reverted to an alternate method of insulin therapy.